Event description:
It was reported the patient experienced overdose symptoms after a refill. A dye study was performed. During the catheter dye study, the catheter would aspirate with ease, but the physician could not inject contrast into the system. X-rays were performed. The patient was scheduled for a pump and catheter explant and re-implantation. The patient status was alive; no injury. The pump was delivering morphine 10 mg/ml; 0.5 mg / day.

Event description:
Additional information reported the patient continues to do better after the revision.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. (B)(4).